Event description:
Information was received indicating that this cadd extension set exhibited leaking at the filter. It was reported that the tubing was placed on the pump in the morning and leaking of medication was observed. No adverse effects reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating that there was no patient injury due to the reported event and patient information.